Manufacturer narrative:
(B)(4). D10: medical product: 12mm height size f articular surface with hinge post extension: catalog#00588006012, lot#65751077; size 4 precoat cemented tibial component: catalog#00588000400, lot#66226388; 12mm diameter 100mm length straight stem extension combined length 145mm: catalog#00598801012, lot#65813042; all poly petella standard cemented size 35 mm diameter 9.0 mm thickness: catalog#00597206535, lot#65366445; distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw: catalog#00599003610, lot#64632331; distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw: catalog#00599003610, lot#65539658; long 14mm diameter 155mm length straight stem extension combined length 200mm: catalog#00598801114, lot#64095181. G2: foreign: australia. H6: proposed component code: mechanical (g04) - femur. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total hinged knee arthroplasty. Approximately fourteen (14) months post-implantation, the patient underwent revision surgery due to disassociation of the femoral component. All components were replaced without reported complication.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of pictures provided identified residue on the device, however the extent of wear and damage could not be determined. Review of associated devices confirmed that the implants were not compatible. The device history records were reviewed and no discrepancies were identified. Per the package insert, to properly match the components, the femoral and tibial component size must both be reflected on the articular surface label. Mismatching may result in poor surface contact and may cause pain, greater wear, implant instability or otherwise reduce implant life. The root cause of the reported event is attributed to off-label usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.